Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The tenaculum forceps instrument was analyzed, and fa was able to reproduce/confirm the reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. An additional observation not reported by the site was also observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.056¿ - 0.165 in length and were not aligned with the tube axis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a customer noticed a broken cable on the tenaculum forceps instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter to confirm that there was a surgical delay of less than 15 minutes.